Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device never really worked since it was implanted and had not felt the stimulation in the last 6 years. They were considering getting the device removed so they can have an MRI of their back for back spasms that have had of the last 6 months. There were no further complications reported or anticipated. Additional information was received from a healthcare provider (hcp) indicating that the cause of the patient¿s device not really working for them and the lack of stimulation was that the patient had open impedances since 2012. The hcp indicated the patient came in periodically to have it checked but they were more concerned with other incontinence issues, when they were asked for the actions taken. When asked if the issues had been resolved, the hcp indicated that they were scheduling a full explant. No further complications were reported.